Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon and inflation lumen identified solidified blood and media inside the balloon material. The device was placed in the water-bath at 37 degrees celsius to soften the dried medium. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at the site of the proximal marker band. The markerbands and blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, no raised edges or cracks visible, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device which may have potentially contributed to the reported incident. No shaft kinks were noted at the distal end of the tip. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. The target lesion was located in a severely calcified vessel. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6 atm when inflated for 15 seconds upon first inflation. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that the balloon ruptured. The target lesion was located in a severely calcified vessel. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6 atm when inflated for 15 seconds upon first inflation. The procedure was completed with a different device. There were no patient complications reported.